Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the maryland bipolar forceps instrument was damaged. The procedure as completed with no reports of patient injury. The maryland bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information on(B)(6)2022: there was no patient injury and the procedure was completed robotically. There were no fragments fell into the patient. The customer did not have any missing piece at the hospital.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken grip tips to be related to the customer reported complaint. The maryland bipolar forceps instrument was found to have a broken grip at the distal tip of the grip. A piece approximately 0.06" x 0.10" was found to be broken off the grip. The broken piece was not returned with the instrument. The root cause of the broken instrument grips -tips was typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. No image or video was available for review. A review of the device logs for the maryland bipolar forceps instrument (part number 430010-52/ lot/serial number(B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps instrument was last used in a procedure on (B)(6)2022 via system sp0097. The alleged instrument had 7 uses remaining after this last usage. This complaint is a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.